Event description:
Hospital administrative coordinator of outpatient services reported that a perforation occurred during an unknown gastroenterology procedure. According to hospital staff, perforation was unrelated to a malfunction of the device. A second scope (pediatric endoscope) was used to complete the procedure since the pt was considered small and better suited for a pediatric instrument. Treatment was not required as the occurrence was described as a "minor" occurrence.